Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found one of the rinse mechanism vacuum lines was pinched causing overflow on the cuvettes. He ran mechanism checks and the customer ran qc with all results within range. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c (501) module. The initial result was 115 mmol/l and the repeat result on another cobas c501 module was 141 mmol/l. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The electrode lot number was z7136. The expiration date was requested but was not provided.